Manufacturer narrative:
(B)(4). Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. In this case, the occlusion was immediately recognized post-implant of the edwards valve. The valve was subsequently replaced with a st. Jude mechanical valve. This valve was also noted to be a tight fit. A right coronary artery graft (rca) was placed as "insurance" against rca impingement and also had an intra-aortic balloon pump placed. No other complications were noted. The root cause of this event cannot be confirmed; however, it appears that this event was likely due to patient and/or procedural related factors. There is no allegation or evidence of any device malfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that 19mm 3300tfx aortic valve was implanted then explanted due to occlusion of the coronary ostia. It was reported the 19mm valve would not fit without annular distortion. The valve placed in supra-annular position and the sewing ring impinged on coronary ostia. The valve was explanted and replaced with a 17mm st. Jude mechanical valve. It was noted that there was still a tight fit and the valve would not fit in the intra-annular position. The valve was placed in the supra-annular position. A right coronary artery graft (rca) was placed as insurance against rca impingement. Per records, the patient underwent coronary artery bypass grafting x 3 during the procedure and an intra-aortic balloon pump was placed. The patient tolerated the procedure satisfactorily, in critical condition.